Manufacturer narrative:
The device evaluation has been done with historical records and communication. Actual device was not available for evaluation. An in-service was executed at the customer facility. Correction being made to initial reporter email, email provided in the initial MDR is incorrect. No new email ID is available yet. This supplemental report is being submitted to provide this information. The device history record review confirmed that device conformed to specifications at the time of shipping. An in-service was provided by an olympus endoscopy support specialist (ess) to the customer. The ess followed olympus instructions for use (IFU) and ontrack form reviewing all reprocessing steps, including pre-cleaning, leak testing, and manual cleaning, with the customer. Upon conclusion of the in-service, the customer demonstrated the cleaning steps to ensure they were done correctly. Ess also discussed care and handling as well as repair reduction tips. The subject equipment has no abnormality. The event likely occurred as all debris was seemingly not removed as required at manual cleaning before the user conducted reprocessing. According to confirmation of evis exera gif/cf/pcf type 180 series reprocessing manual, the IFU states to remove all debris from the channels before scopes are set to aer (automatic endoscopy reprocessor).

Manufacturer narrative:
Additional information is not yet available for this event. This is the second of two associated medwatch reports filed for this event. There were two devices involved in this event where a piece of tissue is alleged to be left behind after reprocessing: gif-h180j and oer-pro. The first device (gif-h180j) is captured in medwatch with patient identifier (B)(6). The device is not available for evaluation, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during an unknown diagnostic procedure the physician found a piece of tissue in the channel of the scope while attempting to take a biopsy. The scope had been used earlier in the day and had been reprocessed in this device. The physician does not believe that the tissue was suctioned into the scope during the procedure. There is no reported harm to the patient.